Manufacturer narrative:
Depuy spine synthes has requested return of the driver for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
The driver is not available for evaluation. Review of device history record confirmed the instrument was manufactured to specification requirements. The root cause cannot be positively determined. However, the application of atypical force upon the driver during screw insertion can result in this type of breakage. At this time, the complaint is considered to be closed.

Manufacturer narrative:
(B)(4). Complaint reopened with receipt of device. Visual examination of the returned screwdriver confirmed the tip to be broken off and missing. Review of device history records confirmed the instrument was manufactured to specification requirements. The root cause cannot be positively determined. However, the application of atypical force upon the driver during screw insertion can result in this type of breakage. As the broken fragment is encapsulated within the screw head and is covered by the rod, there is of no concern for migration should the problem go undetected at point of use. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports the tips of the viper2 x-tab polyaxial drivers broke off of the instruments. Reports the breakage was found during inspection of a returned loaner kit. It is not known where/when breakage occurred. There was no adverse outcome or malfunction reported. Although it cannot be confirmed, it is likely that the tips would have broken in use and this could have gone undetected by the user, leaving unintended portions of the devices within an implanted screw(s). As such, a medwatch report is being filed to document this event. See mfg medwatch report# 1526439-2012-00145 for the other driver that was found to be broken in the loaner kit.